Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 528 mg/dl at the time of incident and the another blood glucose value was 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer reported that auto mode was not automatically delivering insulin at the time of low blood glucose. Troubleshooting was declined for he high blood glucose. The insulin pump will not be returned for analysis.